Manufacturer narrative:
Device lot number, or serial number, unavailable at the time of filing. No parts returned to the manufacturer for analysis. Device manufacture date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was a bent straight suction. Intraoperatively during the navigate task, after registering the patient successfully, they were perfectly accurate. They then rotated the patient to the right and they were suddenly allegedly inaccurate by 3 millimeters with the straight suction. The suction was only used on the patient for 2 seconds, then the inaccuracy was determined. They were not using a non-invasive patient tracker; they were using the metal head frame and they were ensuring that the patient tracker was not moving. The alleged inaccuracy was only with the straight suction. Technical services requested that the site verify if all instruments were inaccurate once the head had moved or just the straight suction. The site brought in another straight suction and this one was accurate, along with the registration probe as well. There was a delay to the procedure of less than one hour, and there was no reported impact on patient outcome.